Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Dr. (B)(6) notified sales rep that a patient of his that he used secur-fit advance on a few weeks ago is reflecting a 1cm subsidence on his post of film.

Manufacturer narrative:
An event regarding stem subsidence involving a 132 size 11 secur-fit advanced stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items were received. Medical records received and evaluation: a clinical consultant has reviewed the provided information and has indicated "the likely cause of the early subsidence of this femoral stem was under sizing of the component with inadequate fit and fill of the femoral canal. There is no evidence that factors of faulty component design, manufacturing, or materials contributed to this clinical situation." Device history review: indicated all devices were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a clinical consultant has reviewed the provided information and has indicated "the likely cause of the early subsidence of this femoral stem was under sizing of the component with inadequate fit and fill of the femoral canal. There is no evidence that factors of faulty component design, manufacturing, or materials contributed to this clinical situation." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) notified sales rep that a patient of his that he used secur-fit advance on a few weeks ago is reflecting a 1cm subsidence on his post of film.